Manufacturer narrative:
Investigation: bd did not receive samples and/or photos from the customer facility for investigation. Retention samples from the incident lot were visually inspected and evaluated for breakaway force, sustaining force, and security force, and all retention samples met the required specifications. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on the investigation, a root cause could not be determined. (B)(4).

Event description:
It was reported that a healthcare worker received a dirty needle stick when she did not engage the safety of the 23 g x .75 in. Bd vacutainer® safety-lok¿ blood collection set with 7 in. Tubing and luer adapter. The area was cleansed with soap and water and she received post exposure lab work.